Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. The main component of the system and other applicable components are: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011,product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was in a physical altercation which resulted in a lack of stimulation with maximum amplitude on the paddle lead and the impedance on the percutaneous lead was 'completely out.' A lead revision was being planned but had not yet been scheduled. No further complications were reported.

Manufacturer narrative:
Analysis of the lead (B)(4) found all conductors were broken 13.2 cm from the distal end. Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016 product type: lead. If information is provided in the future, a supplemental report will be issued.